Event description:
It was reported that during a popliteal stenting treatment procedure, delivery device removal difficulties were encountered. The physician successfully deployed the sentinol nitinol biliary 5x60x135 stent, but as he was withdrawing the delivery catheter it became stuck on the wire. The physician removed the delivery device and the wire together as a unit. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. No other complaints have been received for this particular batch of devices. The shop floor paperwork for this batch of devices. The shop floor paperwork for this bacth has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.